Event description:
Report received of a leak of a radioactive agent. It was reported that the pt was undergoing an unspecified cardiac nuclear scanning procedure. The intravenous access site was initiated just prior to the start of the procedure and the set was flushed with normal saline. The radioactive agent was injected while the pt was walking on the treadmill. It was reported that the injection port was accessed with either a blunt cannula within the inside circle or with a needle on the outside of the inside circle. The leak of one to two drops of a radioactive agent occurred at either the entry site of the injection port or around the seal of the port. It was reported that a plastic backed absorbent cloth was placed under the port during injection; therefore, skin contact did not occur. The leak did not affect the ability to complete the cardiac procedure. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative sample from the same lot is expected to be returned for investigation. It has not yet been received.